Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. Review of incoming information: it was reported that a male patient had infected left total hip replacement. The patient underwent a revision surgery on (B)(6) 2015 due to infection after 9 years 2 months in vivo. The converge cup and the ball were replaced during the surgery. Sterilization certificate of the implant is reviewed: the sterilization certificate confirms that the product was sterilized according to the specifications. The IFU of the device lists "infection" as a possible risk factor when a surgery occurs. Also, the IFU states the following: "inspect each package prior to use and do not use the component if any seal or cavity is damaged or breached or if the expiration date has been exceeded. Once opened, the component must be used immediately, discarded, or resterilized. If the packaging is damaged or the sterility expiration date has been reached, the implants must be returned to the manufacturer." Manufacturing quality record of the metasul head shows that released components met all the requirements to perform as intended. The device has not been revised so the exact condition is unknown. No documents confirming an infection were received. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. However, all possible causes related to the issues reported are listed in dfmea. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a metasul head 32 12/14 l on (B)(6) 2006. The patient was revised on (B)(6) 2015 due to infection.